Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc. In telephone contact, the complainantinformed that the information about lot number of the product was notavailable.

Event description:
(B)(4) - the dentist reported that the dental implant had to be removed during surgery installation due to the inadequate positioning of the dental implant in patient¿s mouth. No further information was provided.